Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The footswitch and footswitch cable were replaced as a preventive measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when setting up for surgery, the system shut down. The system was rebooted, however, it shut down again. The scheduled procedure was cancelled.